Event description:
It was reported during follow up an extended charge time was observed on the device post therapy delivery. It was observed that the patient also received inappropriate therapy in some instances for svt since no svt discriminators were programmed on. Device was reprogrammed. It was later reported that the device was explanted due to extended charge time. Patient condition is good.

Event description:
It was reported during follow up an extended charge time was observed on the device post therapy delivery. It was observed that the patient also received inappropriate therapy in some instances for svt since no svt discriminators were programmed on.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.